Event description:
It was reported that a user contacted support with questions on lowering blood glucose and had been entering repeated ¿ghost meal¿ announcements, which conflicted with the ilet algorithm; a factory reset was performed, and insulin delivery was resumed with education on initial post-reset use. Symptoms included elevated blood glucose, with a reported value of 175 mg/dl. Outcomes included user education and successful device reset with continued therapy. Investigation included review of available device data and technical support troubleshooting. Investigation of this case revealed user-initiated inaccurate meal announcements leading to algorithmic misdosing risk. It was concluded that the device functioned as designed and that user technique contributed to the event, which was mitigated through education and factory reset.